Manufacturer narrative:
An 0x14 hazard alarm, indicating an occlusion, with timeouts was generated during the pod¿s operation. A rerun was performed, the pod's new data was downloaded and after analysis, no abnormalities were found within the new data set. An occlusion was found in the hard cannula, however, it was successfully cleared. The exposed portion of the soft cannula was found to be torn off, which contributed to damages to the unexposed portion of the soft cannula. Due to the torn off soft cannula, fluid could not flow through the complete fluid path. A crack was found at the top housing. The adhesive pad was not returned with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the abdomen between 5 and 24 hours. An occlusion alarm was detected.